Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and stripped threads; the battery cap was not able to tighten securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked at the left side of the grip from the threads to case seal. The battery cap was also stripped and was unable to secure to power on the pump, duplicating the power issue. A test battery cap was able secure enough and power up the pump. During investigation, a 12-duration test was completed with the test cap with no power loss or rebooting duplicated. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.